Event description:
On (B)(6) 2014, medtronic received a phone call from the administrator for surgical services at (B)(6) that medtronic product had been used on a patient who was subsequently diagnosed with creutzfeldt-jakob disease (cjd). The products ordered for the surgery taking place on (B)(6), 2014 at (B)(6) were utilized on that patient or were present in the or in a 2-level anterior cervical discectomy fusion (c4-c5-c6) procedure. At the time of this procedure, it was reported that the procedure went well and there were no noted complications. Following the initial procedure, the patient expired and utmc then received a tissue sample retrieved during an autopsy that came back positive for cjd. The utmc provided a pathologist to support the (B)(6) office on this autopsy. Per the operating physician, he believes that the medtronic instrumentation was not used in this case, and that the instrumentation used belonged to the hospital. Surgeon stated that there was no csf breach or compromise of the dura mater. The surgeon implanted a medtronic plate and the hospital's instruments were used to implant the device. No pins were used. After learning the results of the autopsy, the physician discussed this case with three of his colleagues and the infectious disease doctor, and they feel that there is an extremely low risk associated with this transmissable disease. There is no allegation that medtronic sofamor danek¿s products caused, or contributed, to the reported event.

Manufacturer narrative:
Medtronic has sent notification to (B)(6) accounts who, our records indicate, received one of the kits that was used or was present in the operating room during the (B)(6) 2014 surgery.

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
(B)(4): per the surgeon, he performed a 2-level acdf, which is solely a musculoskeletal procedure, and the tools that he used only came into contact with bone, ligament, and disc material. Surgeon believes that medtronic instrumentation was not used in this case, and that the instrumentation used belonged to the hospital. Surgeon stated there was no csf breach or compromise of the dura mater during the procedure. The surgeon implanted medtronic atlantis vision elite plate and used the hospital's instruments to implant the device. No pins were used. After learning the results of the autopsy, the physician has discussed this case with three of his partners and the infectious disease doctor, and they feel that there is extremely low risk associated with this transmissable disease. All product has been requested to be quarantined at the hospitals by medtronic on (B)(6), 2014 and (B)(6), 2014. Medtronic has arranged for pick-up of these products at the hospitals through stericycle. Stericycle will destroy the product. Medtronic sofamor danek, inc. Is filing this MDR to ensure visibility to a patient death from cjd. There is no allegation that medtronic sofamor danek¿s products caused, or contributed, to the reported event. Medtronic sofamor danek, inc will file supplemental mdrs to report any new information.